Event description:
It was reported that the patient will be scheduled for a drg system revision. Reason for revision is currently unknown.

Event description:
Additional information revealed that patient underwent surgical intervention on (B)(6) 2019 where the physician added another lead to help improve coverage. Postoperatively, patient has effective therapy.